Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter shut off occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be transmitter failed error. The reported event of transmitter shut off is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.